Manufacturer narrative:
The company rep examined the system and could not duplicate the complaint reported. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. (B)(4).

Event description:
A biomedical professional reported a unit having intermittent problems. Specifically, it was reported that there was not enough vacuum during a cataract with intraocular lens implant procedure and the cataract was "hard to suction out". There was no pt harm reported.